Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator sought medical attention due to audible beeping tones. The device was interrogated at which time a power supply error code was exhibited. The device's memory was sent for a technical review and the patient hospitalized until resolution could be obtained. No other adverse effects were reported. Boston scientific's technical services (ts)confirmed the error as a power supply anomaly and stated the device should be explanted and returned for analysis. The patient remained under monitor; however, ts confirmed this error was not currently inhibiting therapy. Subsequently, the device was explanted and is intended to be returned for analysis. During replacement, ts advised the physician to specifically look for pocket migration, twiddlers syndrome or any other abnormal conditions within the pocket. No additional field information was received following explant.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of stored memory verified that the device experienced a power supply reset/error, on (B)(6) 2015, during a charge. No other resets or errors were noted in memory and the devices battery voltage was measuring in beginning of life (bol). No evidence of external arcing was observed via a high powered visual inspection of the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with the exception of the power supply failure, which was as expected based on the allegation and previous analysis finding of a power supply error. No other errors or anomalies were observed during the analysis process. Engineers were unable to conclude root cause of the confirmed power supply anomaly.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator sought medical attention due to audible beeping tones. The device was interrogated at which time a power supply error code was exhibited. The devices memory was sent for a technical review and the patient hospitalized until resolution could be obtained. No other adverse effects were reported. Boston scientific technical services (ts) confirmed the error as a power supply anomaly and stated the device should be explanted and returned for analysis. The patient remained under monitor; however, ts confirmed this error was not currently inhibiting therapy. Subsequently, the device was explanted and returned for analysis. During replacement, ts advised the physician to specifically look for pocket migration, twiddlers syndrome or any other abnormal conditions within the pocket. Later, the patient reported feeling an electric sensation as if she had touched an electric fence. The date of this sensation correlating to the date of the error code observed during the previous interrogation.